Manufacturer narrative:
Pump received with intermittent button response due to flattened act button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Unit passed self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had difficulty pressing buttons on the insulin pump. The customer was assisted with the troubleshooting. It was stated that the time at the top of the insulin pump did advance. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.